Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 61 year - old male patient with thoracic aneurism and aortic dissection underwent thoracic endovascular aortic repair, where it was planned to use zta p-38-217 proximal component (complaint device) in the ascending aorta close to the coronary artery. The patient¿s anatomy was reported to be tortuous and outside of the recommendations in the instructions for use. The physician was unable to reach the target site. As the physician was unable to deploy the device at the target site the system was removed from the patient. A competitor device was also unable to be delivered. A third device was then tried and used to complete the procedure. No adverse effects to the patient was reported. A preoperative ctr study was provided and reviewed by an imaging expert. Per the findings of the imaging review there is severe tortuosity of the thoracic aorta with multiple hairpin-type angulations. There is also significant tortuosity of the abdominal aorto-iliac segment. Per the instruction for use anatomical requirements such as minimal tortuosity and determinants such as angulation of aorta, aneurysm, and iliac arteries should be considered. Moreover, according to the instruction for use, if resistance is felt advancing the wire guide or any portion of the introduction system must not be continued. The zta without shipping stylet and peel away was returned and evaluated. It was found that the sleeve was separated from the captor sleeve and the rubber sleeve was separated from the black gripper handle. This was assessed to have occurred due to use of excessive force during advancement and withdrawing respectively. Review of the device history record gave no indication of the device being produced out of specification. Based on the reported information, imaging and evaluation of the returned product the likely cause for the advancement difficulties is the patient anatomy. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 24jun2020: no open procédure perform. An other graft from competition was used medtronic navion. Additional information received on 30jun2020: mounted thoracic endoprosthesis on aneurysm + aortic dissection post mapping. Unable to open the delivery system. Blocking in the thoracic aorta: removal of the prosthesis. Risk taking for the patient.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: physician could not reach the operation site ascending aortic arch close to coronary. Tortuous anatomy outside of IFU recommendations. Patient outcome: a section of the device did not remain inside the patient¿s body. Normal retrieval from femoral access. The patient did require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Another brand graft from gore was used and failed too (even worse), a new navion from medtronic was used with a major proximal endoleak.